Event description:
Customer reported there was a speaker malfunction error message and no tone from the speaker. The device was in use on a patient. There was no report of patient or user harm. The remote service engineer (rse) determined the speaker was faulty. Customer ordered a replacement speaker to resolve the issue.